Event description:
The device was used during a colon laparoscopy, the shears had broken and part of it had fallen in the abdomen of the patient. The surgeon was able to retrieve the blade without additional problems for the patient. There was not reported patient consequence.